Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened and the stent partially exposed, the stent confirmed as 40mm, the device was returned with approx. 2mm of the stent exposed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, during the removal of the sheath, a stent dislodgement occurred with the stent sepx-10-7-40-135 protege rx. The procedure was completed with another medtronic device. No patient injury reported. When the device was returned it was noted that the stent partially deployed.